Event description:
Primary disease is reported as omi and stable angina. An endeavor sprint drug eluting stent was implanted in the lad during the index procedure. It is reported that approximately 37 months post index procedure, the patient experienced the event of ischemia and mi. Cag was carried out. Approximately 38 months post index procedure, the patient underwent target lesion revascularization and implantation of a non medtronic des stent to the lad. Investigator assessed that the events were not related to the study device or study procedure.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure (mi). (B)(4).